Event description:
It was reported that a piece from the inner sheath broke off inside the patient's bladder at the end of an unspecified therapeutic procedure. The piece was described as the metal tip on the end of the inner sheath and was retrieved using flexible grasper. The procedure was completed without delay and with no reports of any patient harm. The device was inspected prior to use.